Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the puncture of the tissue on a video assisted thoracoscopic left upper lobe resection, the surgeon was able to squeeze the green button but the staple was not able to fire. They changed the device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.